Event description:
Customer reports that her blood glucose went from 140 mg/dl in the morning to 408 mg/dl by afternoon. Customer received a no delivery alarm while priming. Customer treated high blood glucose with manual injection. Customer was able to clear alarm by pressing esc and act. After troubleshooting for no delivery, customer was advised that insulin pump was functioning as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.